Event description:
A 19-yr-old male with history of progressive aortic insufficiency and stenosis (s/p aortic valve replacement with hemograft) required explant of homograft due to aortic stenosis and insufficiency. Pt has had a history of murmur of aortic insufficiency since the first aortic valve replacement procedure. In the past yr he developed increasing aortic insufficiency. Ventricular dysfunction on echo, and increasing evidence of failure with cardiomegaly. Operative report noted that homograft valve was calcified in its commissures with one commissure totally torn and the two others frayed.